Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture with asystole less than two seconds, and pacing not delivered when required. A new lead different model was successfully implanted. No additional adverse patient effects were reported.